Event description:
It was reported that customer experienced continuous glucose monitor error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received step-by-step guidance to perform pump reset, confirmed error did not recur after reset, and successfully started new sensor session.